Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ag comes to the following conclusion: it was reported that during preventive maintenance, a problem with the blower was identified. The blower was exchanged, and the issue was corrected. A patient was reported to be involved. It was confirmed that no harm occurred. No medical intervention was reported. The logfile analysis indicates an ambient state condition (ventilation stop) and patient involvement. The blower operating time had reached 23%, indicating a premature failure. The device showed no visible damage. The returned blower was complete, and all turbine cables were in good condition with no damage. The root cause is grease volatilization in the turbine¿s ball bearing, which reduces lubrication and leads to wear. Ball bearing damage is due to grease volatilization caused by temperature and aging, which reduces lubrication and can damage or destroy the turbine¿s ball bearing. No further information was received, the case is considered as closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): 1) client requested preventive maintenance (pm) for hamilton-c6 also mentioned it had a "problem", noticed this during preventive maintenance. (2) no further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Blower was replaced, the device back in use. Investigation of the hardware (blower) not finalised yet. The investigation to verify the allegation is still in progress.